Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation with an unknown mentor saline prosthesis experienced possible capsular contracture of an unknown side post procedure. The device was explanted on (B)(6) 2020. The device was stated to be intact after explant. An official confirmation of capsular contracture is pending. No additional information is available at this time, if additional information becomes available in the future, then a supplemental report will be submitted.